Event description:
Patient had right subclavian mediport placed 4/18/89. Patient had no problems with mediport prior to 8/23/93. Upon attempting to flush catheter, resistance was met. A chest x-ray was ordered and it was discovered that mediport was fractured. Device was removed and replaced with new mediportdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.